Manufacturer narrative:
As reported, a potentially damage/hole noted in the ventralight st mesh foil pouch. Evaluation of the returned sample indicated that the pouch was sealed correctly, and the pouch integrity was intact. The pouch was received opened from the chevron end as intended, with multiple creases/wrinkles. Evaluation of the foil pouch does not find any tears or holes. The creasing found is a known characteristic of foil packing when opened for use. Product is found to meet specification. No manufacturing anomalies were found. To date, this is the only reported complaint for this manufacturing lot. This MDR represents the ventralight st mesh (device #2). An additional MDR was submitted to represent the ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6)2024, after opening the foil pouch and removing the ventralight st mesh (device #1), the or staff noticed some creasing on the foil pouch and got nervous about using the mesh therefore a second ventralight st mesh (device #2) was opened, and the same thing occurred as such chose not to use the meshes. It was reported that a third mesh (device #3) was used to complete the case without any further issues. Reportedly sales rep did not see any holes in the foil pouches and the outer packaging was intact with no damage noted prior to use. This file represents device #2.